Event description:
The patient underwent the coil embolization of a ruptured basilar artery aneurysm. Approximately one year post procedure, the patient underwent a second procedure during which a stent and seven non-boston scientific coils were used to treat the worsening occlusion of the aneurysm. There was no reported clinical consequence to the patient.

Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event.